Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic with episodes of non-sustained v oversensing, lead dislodgement was observed. Review of the episode revealed atrial pacing resulting in intermittent undersensing of ventricular events. Programming changes were recommended.